Manufacturer narrative:
Product complaint #: (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No. They have been using for over a year. Very familiar. How many times have they applied the laparoscopic tip? They have been using it for over a year and the tech was very familiar. Was a sales representative present during the case when the issue was experienced? No. What is the lot number? The lot number is unavailable. Was any leakage or product solution observed at the luer locks connection? No leakage. The vistasal solution was not attached to the luer lock. Luer lock would not unscrew to put laprascopic tip on. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lobectomy procedure on an unknown date and a fibrin sealant preparation device was used. The user couldn't get the luer locks open on the applicator, they would not unscrew. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer? H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device returned was only the dual applicator without the airless spray tip and damaged luer locks. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, the luers move but cannot remove the spray and drip tip from the adapter. No conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer?, h6. Component code, h6. Type of investigation